Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms reoccurred. Customer's blood glucose was 150 mg/dl. Customer had an alternate pump for insulin therapy.